Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the patient underwent a procedure to upgrade their device. This device was explanted and replaced. The device has been returned for analysis.

Event description:
Boston scientific received information that the device emitted beeping tones. Upon device interrogation, one right ventricular (rv) lead shock impedance measurement greater than 125 ohms was observed. The beeping tones were programmed off for the out of range shock impedance measurement. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.